Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer¿s blood glucose level was 33 mg/dl. Reportedly, customer consumed carbohydrates to address lowered bg value. Customer declined additional trouble shooting or follow-up with tandem technical support; therefore, no additional information was known or reported.